Manufacturer narrative:
Report date: 27sep2021

Event description:
It was reported to philips that the device had a check ventilator backup alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.